Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient stated her blood sugar was running high and went to urgent care. She stated she was feeling nauseous, thirsty, had a headache and frequent urination. The patient administered fluids and an insulin drip at the emergency room (ER). There was no allegation against the dexcom that caused or contributed to the ER visit as the patient stated she was not using the device at the time of event due to other issues she was having with the device and was relying on the glucometer to monitor her blood sugar. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.